Event description:
It was reported that the pump flipped and there was also a possible catheter revision. The patient was experiencing symptoms of sub-optimal analgesia. The catheter issue was unknown. The workup was ongoing; surgical intervention had not yet taken place, and they were awaiting surgical scheduling. The pump system was being used to infuse an unknown medication. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).